Event description:
N/a

Manufacturer narrative:
Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced exec processor board to resolve issue. The fse replaced safety disk and tidal volume disk due to number of cycles. Preformed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shut down on patient. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.